Manufacturer narrative:
Following the information reported, the maxi twin passive floor lift tipped over. A certified nursing assistant (cna) sustained the left shoulder strain while stopping the lift from hurting the resident. X-rays were taken and no fracture was noticed. No magnetic resonance imaging (MRI) was needed. Cna was released from the hospital. Although the customer claimed that the chassis' left leg would not close, such an issue was not recreated during device inspection and functional testing. No device malfunction could contribute to the device tipping found. According to the device functionality, the position of the chassis legs can be changed. During opening the chassis, the right leg is opened first and when reaches maximum position then the right leg is opened. During inspection, the proper opening and closing of legs was confirmed. The instructions for use (IFU, 04.kt.00_18) dedicated to the maxi twin passive floor lift states: "to avoid the possibility of injury always make sure that the maxi twin lift is kept with the chassis legs in parallel (closed) position during transfer." Following the information gathered, the facility staff used the lift with one leg open. This could cause the instability of the device and the device tipping. Arjo device failed to meet its performance specification since the floor lift tipped over. The device was used for a patient transfer. The complaint decided to be reportable due allegation of lift tipping.

Manufacturer narrative:
The investigation is ongoing. The results will be provided upon conclusions of the investigation.

Event description:
Following the information reported, the maxi move passive floor lift tipped over. A certified nursing assistant (cna) sustained the left shoulder strain while stopping the lift from hurting the resident. X-rays were taken and no fracture was noticed. No magnetic resonance imaging (MRI) was needed. Cna was released from the hospital. Although it was claimed by the customer that the floor lift legs would not open, such issue was not found during the device inspection.